Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. Past repair shave shown the motor to be the failing component. The motor assembly was replaced to correct this condition.